Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath, implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving bupivacaine and clonidine at unknown concentrations and doses via an implantable pump for an unknown indication for use. It was reported that cerebrospinal fluid (csf) reflux was hardly possible during the implant procedure. The date was (B)(6) 2016. Several attempts were required, and it was finally okay when using a sharper needle. The issue was resolved, and the patient status was alive - no injury. No complications were reported or anticipated. The patient's medical history included abdominal right pain syndrome and neuropathic pain overall inside the body.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0210976218, implanted: 2016 (B)(6), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, lot#: 0210976218, implanted: 2016 (B)(6), product type: catheter, ubd: 2018, (B)(6), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-mar-14. It was reported that the "csf reflux" meant that the catheter was in place and that it was a normal procedure to confirm the position of the catheter. It was stated that there was not a device issue and that it was not an event according to the nurse. It was indicated that the information provided had been confirmed with the hcp. No complications were reported or anticipated.